Event description:
Adverse event(s): "halos" (halo); "glare" (visual disturbances). Product problem(s): "thinks that there's something wrong with the lenses" (defective item [iol (intraocular lens) implant]). A surgeon reported that following bilateral intraocular (iol) implant surgeries, the patient believed that there's something wrong with the lenses because the patient is experiencing halos and glare. In a follow-up, the surgeon reported that the event continues. He also reported that the patient's postoperative ucva is 20/20. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B) (4). (B) (4).